Event description:
International affiliate reports that viper system was used for t12 compression fracture. Fixation area was t10 - l2. After the surgery, 5,000ml blood outflow occurred. The patient lost consciousness but recovered. However, patient experienced paralysis of both legs. The surgeon confirmed with CT image that the spinal cord was compressed by a pedicle screw, catalog number unknown, at t10. Affiliate reports the surgeon did not doubt product quality and has attributed the event to his surgical technique.

Manufacturer narrative:
No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. However, as reported, the affiliate reports the surgeon did not doubt product quality and has attributed the event to his surgical technique. Information received appears to indicate that pedicle wasn't targeted correctly and, as a result, the screw perforated the pedicle during insertion. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device is not available for evaluation.